Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 2mg/ml at 1. 3mg/day and bupivacaine via an implantable pump. It was reported that the therapy was not delivering pain relief as expected. The physician attempted a dye study on (B)(6) 2025 but the physician could not aspirate the catheter so he could not do the study. There were no known environmental, external or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.